Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported her 4 mm 32 gauge pen needle bents on her stomach during the injection. And sometimes she does not get the full insulin because of bent needle. Incident-unknown; occurrence unknown. She has been priming the pen needle since after her local pharmacy and her the insurance pharmacist advised her recently. She buys this needle at local pharmacy she could not read the item# since her eye is bad. Lot# 8354699; expiration date-2024-01-31.;incident date-unknown; incident date 4. Sample discarded. Advised consumer to save the sample if re occurence. Offered to send the replacement. She uses the new needle each time of her injection. She uses the same side for her injection but rotates the skin site as doctor advised. She does not visually test the needle to see if it is straight due to her vision problem. She does not tighten the pen needle too tightly on to her pen while attaching."